Manufacturer narrative:
The mega suturecut needle driver was returned, and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted incisional hernia procedure, the mega suturecut needle driver instrument broke while inside the patient. The fragment was retrieved during the same procedure. An x-ray was performed which was negative. This process delayed the case greater than 30 minutes. The procedure was completed robotically.